Manufacturer narrative:
(B)(4).

Event description:
It was reported that x-ray revealed lead dislodgement. During the repositioning procedure, the lead was unable to be fit into the device. The lead was explanted. The patient was stable during and post-procedure.

Manufacturer narrative:
Correction MDR required to state that the lead was not explanted but remains implanted.

Event description:
It was reported that x-ray revealed lead dislodgement. The lead was connected with a new device and remains implanted. The patient was stable during and post-procedure.